Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: h2, h3, h6, h11 corrected fields: d10, e1 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air was not exhausted while the fan was working a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on fan, air was not exhausted while the fan was working. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source fan was broken. There were no reports of patient harm.